Event description:
It was reported that the patient had two syncopal episodes while operating a laser level. Every time the laser moved across their chest, the patient could feel a "flutter". The ventricular tachycardia sensing was decreased to address the syncopal symptoms. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.